Event description:
A physician reported that the that aspiration was weaker than usual and aspiration failure occurred during us. Also, aspiration failure of a cutter occurred. The condition of actuation and cutting was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned and evaluated and found the cassette generated an error code. This error code prevented completion of cassette priming and intraoperative pressure calibration successfully and therefore further functional testing could not be performed. Aspiration functionality could not be conducted with the cassette unable to pass calibration. We were unable to replicate the customer's experience due to the condition of the cassette, in returned condition. Device record review: the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is inconclusive. The investigation found the cassette could not pass priming and prevented aspiration performance testing. No further investigative or manufacturing actions are warranted at this time as the root cause is unknown. Relevant information or new supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.